Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet after allowing the insulin supply to run out, leading to discontinuation of pump use and transition to subcutaneous insulin injections; troubleshooting and education were completed, and contact detach infusion sets were recommended for future use due to difficulty with current insets. Symptoms included elevated blood glucose levels into the high 400s. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included complaint handling and user education. Investigation of this case revealed a use-related issue associated with running out of insulin, with the specific device-related cause not determined. It was concluded that the cause of the hyperglycemia was unclear, and product issues could not be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.